Manufacturer narrative:
It was reported that the customer performed approximately 18 units of fill tubing while still being connected to the pump. The customer attempted to disconnect at the site to verify if insulin was exiting the tubing; however, the customer was unable to disconnect from the site due to neuropathy in his hands. Tandem technical support (cts) supervisor attempted to guide the customer but the customer was still unable to do so. There was no information provided regarding the customer's blood glucose level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer performed approximately 18 units of fill tubing while still being connected to the pump. The customer attempted to disconnect at the site to verify if insulin was exiting the tubing; however, the customer was unable to disconnect from the site due to neuropathy in his hands. Tandem technical support (cts) supervisor attempted to guide the customer but the customer was still unable to do so. There was no information provided regarding the customer's blood glucose level.